Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.